Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: observed and opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported of the left side device: "rupture, pain, and not sitting how its supposed to". Later healthcare professional reported: "rupture" and "breast pain". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported of the left side device: "rupture, pain, and not sitting how its supposed to". Later healthcare professional reported: "rupture" and "breast pain". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, visibility/palpability.

Event description:
Patient reported of the left side device: "rupture, pain, and not sitting how its supposed to". Later healthcare professional reported: "rupture" and "breast pain". The device was explanted.